Manufacturer narrative:
The device was returned to smiths/ICU medical.

Event description:
Oracle ro 1229336 - it was reported that the pump was not detecting the cassette. Patient involvement is unknown.

Manufacturer narrative:
Other text: additional event information received indicating no patient involvement.

Event description:
Additional information was received which indicated no patient involvement ? Found during testing.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found the device was missing the tamper seal. Error was found in the device ehl (event history log). The customer stated problem was not duplicated. Replaced latch lock flex as preventative measure due to multiple latch alarms found in event log. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.